Event description:
It was reported the pt experienced dehiscence at the ipg incision site and the ipg was exposed. Subsequently, the pt's scs system was explanted on (B)(6) 2014. F/u info indicated the incision site has healed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.